Event description:
Healthcare professional reported "rupture". The side for this record is for left side. The device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device analysis completion: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device and an opening assessed as unidentified (tear) opening also observed missing piece of shell assessed as inconclusive. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: a.2, a.6, b.5, b.6, b.7, d.1, d.2a, d.2b, d.4, d.6a, g.4, h.4, h.6.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Continue e1 address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to d6a: implant date was reported as "2017".

Event description:
Healthcare professional reported "rupture". The side for this record is unknown. Device remains implanted.